Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured march 8, 2015 ¿ march 10, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse. The reporter stated that at the end of the expected therapy time, between 50ml and 100ml of solution remained in the device. The device was filled with an antibiotic in 5% glucose solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.